Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. After inspection, the attune rp ps artic surf sz7 was found to be broken on the small balseal section, fragment and spring are missing from evidence. Deformed condition cannot be confirmed since there is no indication of issue related. Additionally, a scratch is visible on the posterior part of the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
During inspection prior to attune total knee trays being reprocessed a damaged spring on an insert trial was noted. No known patient consequences or surgical delays.